Event description:
Alaris pump had 3 different drugs running, was always plugged in and had not been touched for over an hour. Suddenly, it began alarming "system failure". All channels stopped running including moderate dose of levophed. The primary nurse (this writer) was in another room and unable to respond to the alarm and another nurse went in. The responding rn shut the pump down and restarted it but was unable to use the "restore" feature to place the patient back on the appropriate drug dosages that were previously running. She used her judgment to decide what the patient needed and then found this writer to advise me of the situation. The pump was removed from service and red-tagged. Other than a brief moment of hypotension, no harm was done to the patient, but this could have been detrimental had the patient incidentally received a bolus of levophed from the failure or if someone did not respond as quickly as responding rn did.